Event description:
It was reported to philips that the wireless footswitch was not working. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the problem occurred while the system was not in clinical use. Based on the available information, the reported problem could not be confirmed. However, as per our records the system is identified to be part of the unit affected list of medical device correction (z-0648-2022)/field safety corrective action (2021-igt-pun-011).the correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.